Event description:
It was reported that pump insulin gauge displayed an amount different than expected and remained stuck at a fill estimate of 50 despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support and was informed that this could happen when pressure measurements used to estimate remaining insulin varied widely, and was advised that once insulin in cartridge matched the static value, the estimate would start decreasing normally; customer understood and acknowledged this explanation.